Manufacturer narrative:
Philips service replaced the defective 24vdc power supply; system tested ok. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the 24vdc power supply failure caused generator boot issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.